Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a procedure on friday (B)(6) 2015, we had an expedium 5.5 poly driver (2797-12-400 lot#mi29186) break at the tip. This was a l3-s1 revision case. At l5 on the right, we took out a 7.5mm screw. We tried to implant a new 7.5mm screw but the surgeon felt that this screw was too loose and we would need to upsize to an 8.0. When trying to put in the 8.0 screw, the bone was very hard and dense, causing a lot of torsion on the driver. About halfway through inserting the screw, the tip of the driver broke sheer off and remained in the bone screw head. We tried to use the "whirly bird" technique by final tightening a small piece of rod onto the screw and backing it out with the counter torque. This was unsuccessful because it kept spinning the poly head but the bone screw remained unmoved. After trying a series of vice grips, we resorted back to the "whirly bird" technique along with the biggest and most powerful vice grips we could come up with. Combining the two removal techniques allowed us to safely and successfully remove the screw and screwdriver tip. There was nothing left inside the patient and a different screw was carefully placed in the patient. Overall, no harm was done to the patient.

Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.